Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The pneumatic system of the device was inspected. No leaks were detected; all pressures were correct and stable. The event history log review was performed and found evidence related to feeling overfilled. The logs reveal evidence of an excessive drain that occurred during a manual drain performed during dwell 1 with a drain volume of 4253 ml. The direct cause of the patient feeling overfilled was false empty detect and use error with initial drain alarm setting inappropriately programmed. A review of the homechoice / homechoice pro apd systems patient at-home guide, in the section ¿operating instructions ¿ make adjustments¿ states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. See table for the recommended starting points when determining your optimal I-drain alarm volume.¿ and this table gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was returned for evaluation; however, the device analysis has not been completed at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced abdominal extension and shortness of breath which occurred on the homechoice device. The cause of the events was not reported. The event occurred while connected to the device, during dwell 1 of 4. The patient reported the device was ¿alarming and alarming¿ then the device went to fill ¿by itself¿. The pdrn instructed the patient to go to manual drain and a drain volume of 4250 ml was achieved. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient outcome was not reported. No additional information is available.